Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, erroneous results- carbon dioxide were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 89 retained samples were visually inspected, with no issues being identified. Factors that may contribute to erroneous results were evaluated through a clinical study. No difficulties were encountered during blood collection as all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (erroneous results-co2) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results (co2). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, erroneous results- carbon dioxide were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.